Event description:
Patient revised for loose femoral/tibial components at both bone/cement and cement/implant mantle. Unknown manufacturer of cement.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the warsaw and leeds complaint databases, using product and lot codes did not show any other reports with regard to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.